Event description:
It was reported that a ventilator dependent pt intubated with a size 8 dct, disposable cannula fenestrated low pressure cuffed tracheostomy tube was found disconnected from the ventilator, in a comatose state. Attending medical staff report that the ventilator failed to alarm when mechanical ventilation was compromised. It was also reported that the disposable inner cannula was detached from the 8 dct outer cannula which may have contributed to the ventilation compromise. The involved medical personnel were unable to revive the pt. Info regarding the incident and the pt are found on the facility's medwatch report. Limited info was provided to the MFR regarding device usage, maintenance, the length of time that the disposable 8 dct device was in use and the status of the involved 8 dct device. It is unk if the involved 8 dct device is available to be returned to the MFR for analysis and investigation. As of this date the device has not been received by the MFR for investigation.